Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision and the lens had rotated out of position. The iol was exchanged approximately one week after the initial implantation. Additional information has been requested.